Manufacturer narrative:
Previous device analysis report sent did not have date, resubmit revised document. Device analysis report (version 2) attached.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to need for multiple mris. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.